Event description:
International affiliate reports that during a craniotomy, the perforator drilled through the base of the bone and then plunged 4-5 mm. The perforator became stuck in the drilled hole and had to be pulled out. The dura was left intact and was not damaged.